Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system non-dehp extension sets caused increased downstream occlusion alarms on spectrum iq pumps. This occurred during patient infusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.